Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5.3 cm abdominal aortic aneurysm in 2000. Vessel morphology is unknonw. The patient has a history of right total hip arthroplasty, fatty atrophy of the pancreas, depression, hypertension, gastroesophageal reflux disease, nephrolithiasis, post-traumatic stress disorder, and osteoarthritis. No complications were reported as a result of the implant procedure, and there was no evidence of endoleak at the conclusion of the procedure. Magnetic resonance angiography performed in june 2000 demonstrated no evidence of endoleak and no significant change in aneurysm size. Angiography and computerized tomography (CT) also found no evidence of endoleak. Plain films demonstrated some "trainwrecking" of the stent graft in both iliac limbs that had been present postoperatively and that was reported to be related to iliac tortuosity. A CT scan performed in december 2000 demonstrated no evidence of endoleak. Lumbar films revealed no graft displacement or broken grafts; however, the physician expressed concern about pulsatility of the aneurysm. A CT scan performed in august 2001 demonstrated no evidence of endoleak and a slight decrease in maximal aneurysm diameter to 5.0 cm. A CT scan performed in november 2002 demonstrated that the stent graft had migrated into the aneurysm sac to approximately 2.5 cm below the left renal artery and was sitting in intraaortic thrombus. No type I endoleak was reported, and the maximal aneurysm diameter measured 4.5 cm. The CT scan demonstrated only 1 cm of infrarenal non-aneurysmal aorta; therefore, the decision was made to explant the device and convert the patient to open surgical aneurysm repair. The procedure was performed in 2002. There was evidence of mild periduodenal inflammation. No calcification was noted in the sealzones, and the device came out easily from the aortic and iliac vessels. The patient was taken to the intensive care unit in stable condition. The explanted stent graft has been received by medtronic ave, and its analysis is pending.